Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 64.2cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and lightly calcified coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was competed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.